Manufacturer narrative:
The customer replaced tubing though valve vl53b, resolving the cleaner (blue fluid) leak. No evidence of a leak was observed post tubing replacement by the customer. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 10ml from a coulter lh 750 hematology analyzer. The leak was contained within the instrument and no related error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.